Manufacturer narrative:
Evaluation summary: there is no information about the pt (age, weight, activity level, or bone quality). There are no pre-op or post-op x-rays to review the condition of the device. The cause cannot be determined. No product or x-rays were returned for evaluation. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported by pt's attorney that in 2004, the pt underwent fixation of left distal humerus fracture using a periarticular plate. Post-op, in 2005, immediately following a physical therapy session, the pt experienced pain in the arm and x-rays revealed that the medial plate had fractured. It is unk whether fractured plate has been revised.